Manufacturer narrative:
Button error alarm and no act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. It was also found the keypad was peeling back on the insulin pump. The customer's blood glucose was 7.9 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.